Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping catheter and noise on all intracardiac signals occurred. It was reported that during the case and after the pulses were delivered, there was noise on all intracardiac and body surface signals displayed on the carto 3 system and the recording system when the pentaray catheter was reinserted into the patient and connected to the patient interface unit (piu). They disconnected the cables one by one and rebooted the piu. The caller stated that when the pentaray catheter was disconnected from the piu, the issue was resolved. They replaced the pentaray catheter and the issue remained resolved. The procedure continued without further issues. On 26-jun-2024, additional information was received indicating that noise was on all ECG (bs + ic) channels on both eh carto 3 system and the recoding system and the physician did not have any monitors with intact ECG signals to monitor the patient. Based on this information, the event was assessed as an MDR reportable malfunction.